Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a questionable result for 1 patient sample tested for tp2 total protein gen.2 (tp2) on a cobas 6000 c (501) module. The initial tp2 result was 9.12 g/dl. The first repeat result was 7.65 g/dl and the second repeat result was 8.82 g/dl. All results were from the same primary tube. The erroneous result was not released outside of the laboratory. There was no allegation of an adverse event. There were no bubbles or fibrin clots observed. The tp2 reagent lot was 275822 with an expiration date of 31-dec-2018. Based on calibration and qc results a general reagent issue can be excluded. Analysis of the reaction monitor for the initial and second repeat results gave no indication of an issue. The investigation is currently ongoing.

Manufacturer narrative:
The customer stated that the alarm trace had no alarms related to a sample aspiration issue. They perform required maintenance activities, special washes are installed correctly, and that no non-roche reagents are installed on the analyzer. There issue has not happen with any other samples the investigation was unable to find a definitive root cause.